Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling more stimulation towards the bowels. It was reviewed that the patient may need to discuss reprogramming options with her healthcare professional. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were instructed to decrease the amplitude settings, but nothing worked to decrease the bowel stimulation and urges. The patient noted that the urges were still coming suddenly and strongly. The patient did not note any circumstances that led to the increased stimulation. No further complications are anticipated.